Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8 x 16 mm graftmaster stent referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the graftmaster stents were used to treat a perforation that occurred in the left anterior descending (lad) artery during laser atherectomy. The 2.8 x 19 mm and the 2.8 x 16 mm graftmasters were implanted at 16 atmosphere (atm); however, the perforation was only partially sealed. There was ongoing bleeding from the proximal lad. Surgical intervention using two large pledget 4-0 prolene sutures were placed with pledgets on either side of the lad to preserve flow. With this, bleeding was controlled. The patient was transferred to ICU. No additional information was provided.